Manufacturer narrative:
A sample has been received but in house evaluation has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a system message was displayed and the console locked during a procedure. The console was rebooted but the same message was displayed. Following a system exchange, the procedure was completed with no harm to the pt. This is the first of three reports for this facility.